Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during ligation and banding of varices in the esophagus procedure performed on (B)(6) 2024. The physician performed gastroscopy to confirm varices. After the varices was confirmed, the gastroscope was removed, the speedband superview super 7 was setup where no difficulty was experienced upon setting up the device, and the ligator was placed onto the tip of the gastroscope. During the procedure, the gastroscope was then advanced to the patient's esophagus, and one of the varices was suctioned. When the handle was rotated to deploy the bands, the bands would not deploy, and it was noticed that the handle would not rotate. The gastroscope was removed, and a new speedband superview super 7 was used, and the procedure was completed. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands were moved within the ligator cap.